Event description:
Dealer states he gets 81 percent at 3 liters and also at 5 liters. No alarming. Yellow light only.

Manufacturer narrative:
Should additional information become available, a supplemental record will be file.